Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the customer's condition had improved- able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported.

Event description:
Consumer reported complaint for error message (e-0). During the call, a blood test was performed by the customer pm fasting and produced test result of 597 mg/dl using true metrix air meter. The customer was concerned with the result. The customer¿s expected am fasting blood glucose test result range is less than 120 mg/dl. The customer reported being very thirsty; medical attention was not needed at the time of the call. The product is stored according to specification; the test strip lot manufacturer¿s expiration date is 06/24/2024 and open vial date is 01/31/2023. The meter memory was reviewed for previous test result history: result 1 : 597 mg/dl, date: (B)(6), time: 7:25pm, fasting, result 2 : 255 mg/dl, date: (B)(6), time: 8:10 am, fasting, result 3 : 124 mg/dl, date: (B)(6), time: 11:55pm, fasting, result 4 : 273 mg/dl, date: (B)(6), time: 7:12 pm, fasting, result 5 : 365 mg/dl date: (B)(6) time: 8:19am fasting.

Manufacturer narrative:
Sections with additional information as of 28-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.